Event description:
It was reported that a small volume folfusor was found to have underinfused. This was noticed during infusion. The customer noted that the device would not empty during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between may 5, 2014 and may 6, 2014. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.